Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. Concomitant medical product: 407652 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery is depleting quicker than expected. The device remains in use and the patient will be monitored remotely until the device reaches elective replacement indicator (eri). No patient complications have been reported as a result of this event.